Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was around 550 mg/dl. The customer stated they would have to take triple the amount of insulin to lower their blood glucose. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling thirsty from their high blood glucose. Troubleshooting did not find air bubbles present. It was also found the customer saw drops of insulin exiting from their infusion set. It was also found the insulin pump passed a high pressure test and displacement test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.